Event description:
The patient was presented to the hospital with the hub pulled off the jejunostomy portion of the catheter. The separated segment was retrieved with the aid of a snare. Catheter was replaced without difficulty.